Manufacturer narrative:
(B)(4). A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
Treatment data sheets were received from the patient's cycler. Treatment data revealed an overfill. (B)(6). The reported drain volume of 3780 is 199% over the expected drain volume resulting in a reportable device malfunction.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. The heater tray/scale was not obstructed. The simulated treatment was performed and completely without the failures. The valve actuation test passed. The system air leak test passed. The load cell value and verification was within tolerance. The patient sensor calibration check passed. There was visible liquid or evidence of past fluid (discoloration) in the received unit.